Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had amputated haptic. No further information was available.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: feb 2, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with a detached and damaged haptic. The lens was cleaned and, two cuts on the optic body were identified, which is consistent with a lens that was handled during removal. The complaint issue could be confirmed; however, it may be attributed to handling during removal, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.